Event description:
While testing the core impaction drill at the manufacturer, it was reported that the device heated up. There was no patient involvement or adverse consequences reported with this event.

Manufacturer narrative:
Upon disassembly for visual inspection, the rotor coupler was worn and is stuck in the driveshaft.